Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) nurse reported discovering a fluid leak following a patient's pd treatment. The pd nurse was training the patient at the time of the reported incident. When they opened the cassette door they found fluid leaking inside the cassette door. During follow up the patient¿s pd nurse reported that the patient did not have any signs of infection, their effluent remained clear and they were not prescribed any antibiotics. No adverse event reported at this time. The cassette was discarded.

Manufacturer narrative:
An investigation of the device was conducted by the manufacturer. A visual inspection of the returned cycler exterior showed no sign of physical damage. No burrs or sharps in cassette area that may have punctured a cassette membrane. There were no deviations or non-conformance's during the manufacturing process. Simulated treatment was performed and completed without any unexpected alarms or problems occurring. The mushroom head check passed. A visual inspection of the returned cycler interior showed sign of dried fluid within the cassette compartment. There was visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom heads and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid could not be determined. The record review confirmed the labeling, material, and process controls were within specification. There were no reported device malfunctions that would have caused the reported event.